Event description:
According to the reporter, during a robotic rectal resection, during rectal closure, when the user tried to retract the knife, it stopped returning about 5 millimeters (mm) and could not be detached from the tissue. The button did not respond. The adapter was detached from the handle, and it was hard to turn with the manual adapter tool and could not turn. After that, the bent part was manually straightened, and the cartridge was detached from the adapter. The power handle was reconnected again to the adapter, and a forced shutdown and restart were performed, but the indicator showed a display when the cartridge was opened. The procedure was transitioned from laparoscopic surgery to laparotomy and thoracotomy, the rectum was resected with a product from another company, and a covering stoma was placed, which was not originally planned, which resulted to extended surgical time of an hour. When the connection was checked after surgery, the indicator displayed that an adapter had an abnormality.

Manufacturer narrative:
D10 concomitant products: egia60amt, egia60amt egia 60 artic med thick sulu, (lot number: p5b0727) sigpshell, sig power sigpshell control shell, (lot number: unknown) sigadaptstnd, sig power sigadaptstnd linear adapter, (serial number: (B)(6)) sigmret, sig power sigmret manual retract tool, (lot number: c8c7402x). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the returned handle noted no abnormalities. Functional testing found that the handle was inserted into an rpa charger running v16 software to charge. After removing the handle from the charger, the handle indicated that it was running v29.7 software. The handle had 260 of 300 procedures remaining. The clamshell and adapter were connected to the returned device and calibrated successfully. A reload was attached to the device and was able to clamped and articulated without issue. The handle was able to be fired without issue on the a1 fixture. An analysis of the data saved to the system showed that during the final procedure with the customer, there an incomplete retraction that would prevent the jaws from opening and data abnormalities that were consistent with a locked on tissue condition. Engineering performed an analysis of the system data which indicated that in the last clinical use, the adapter was connected to the powered handle. On the first firing of the procedure, the reload was fired in the articulated condition where knife successfully reached the designated end of the reload. As allowed by the system, a second close key press was conducted where the reload knife continued additional advancement to the end of the reload channel. The system data for the second close key press of the firing contained abnormalities where there was a drop in force prior to the system requested stop of the firing. There were no error conditions identified in the system data that would result in the drop in force. The system data showed that the firing did not result in forces that exceeded the limits of the system. The open key was pressed to retract the reload. Upon initial retraction, the system detected the system limit for retraction force during fast speed retraction and transitioned into slow speed retraction to allow for continued retraction. The system limit was reached for slow speed retraction and the movement was stopped before the knife blade was fully retracted to prevent damage to the system. There were no error conditions identified in the system data during ret raction and the system properly stopped retraction at the designated system limits. The returned reload contained damage to the blowout plate which most likely resulted in the abnormality during firing and incomplete retraction. It was reported that it was difficult to retract the knife blade and the instrument locked on tissue. The reported issues were confirmed. The most likely cause was not traced to the device. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.